Event description:
The customer reported weakly false positive reactions of a sample with seraclone anti-a art. (B)(4), lot 1948100. The affected sample was tested at (B)(6) as blood group b. The customer has sent us the pt sample, but not a vial of the complained lot of reagent. Therefore pt sample was tested with the retention sample in the immediate spin method. The reaction was clearly negative. Only during a longer incubation at 4 degrees celsius which is not according the info of the instruction for use a +/- reaction was observed. The pt sample is sent for molecular typing of abo blood group to an external laboratory.